Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced site pain and felt like they were being shocked. High thresholds were noted on the right ventricular (rv) lead. The lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.